Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a 'disk boot failure' message on central control monitor (ccm). He measured the voltage of the coin battery which was installed and the result was -0.0102 volts direct current (vdc). A new coin battery was installed and the ccm was booted up and measured at -3.4211 vdc as expected.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a disk boot failure was observed. No other details regarding the nature of this event were provided.